Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist advised to discontinue aligners treatment since they are moving the teeth too fast and that is breaking the root of the teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.